Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and the battery gauge was fluctuating. Additionally, it was reported that intermittent false occlusion alarms occurred. It was also reported that the pump was warm to the touch despite being in room-temperature conditions while charging. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.